Event description:
It was reported that the clinic reported the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of myopotential noise when in primary sensing vector. Over a year and a half later the patient received another inappropriate shock due to t-wave oversensing with the s-ICD programmed to primary sensing vector. This s-ICD was explanted a few months later due to an unrelated issue noted on report 2124215-2021-07879.

Manufacturer narrative:
The device was retrieved from archieve and undergoing analysis for the issue noted on this report.

Event description:
It was reported that the clinic reported the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of myopotential noise when in primary sensing vector. Over a year and a half later the patient received another inappropriate shock due to t-wave oversensing with the s-ICD programmed to primary sensing vector. This s-ICD was explanted a few months later due to an unrelated issue noted on report 13258240/2124215-2021-07879.

Manufacturer narrative:
The device was retrieved from archive and undergoing analysis for the issue noted on this report. Analysis was first performed on this device for the issue on report 13258240/2124215-2021-07879. Further review the information was performed due to the new allegations. Review of the episodes found that one was due to myopotential noise and the other due to t-wave oversensing. Visual inspection identified no anomalies. Analysis determined that the device had normal sensing functions while implanted.